Event description:
During ect study collimator lpc35 released to secondary safety belt. All camera motion stopped with a message "collimator improperly mounted." Operator attempted to push collimator back in place but failed. During pt removal from system the collimator released from secondary safety belt and touched pt on chest. No injury was sustained. Operator cannot recall if she unknownlingly touched the handle that released the collimator. Operator removed suspect collimator and replace it with another available on site. Examination was concluded successfully.